Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined high impedance was noted on the right ventricular (rv) lead. Placement was attempted in the left bundle branch however on the third attempt the lead would not disengage and multiple rotations of the helix were required. Traction was applied which may have caused lead damage / fracture. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.